Event description:
It was reported the pt was not receiving stimulation in her foot. The pt underwent revision surgery on (B)(6) 2012 where the physician added an additional lead to capture coverage of her foot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.